Event description:
Per end-user's husband, the right front caster broke off, and this caused the left front caster to bend. The end user fell to the floor on her left arm and hit a cabinet with her head. No medical attention was sought. Allegedly the end user's arm is scraped below the elbow, and she is experiencing pain and soreness.